Event description:
It was reported that, "during the tka, when the surgeon was hitting the scorpio cr punch/rasp handle, the screw of it broke into the universal notch prep punch."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.